Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2013, to treat stress urinary incontinence. During the procedure, the plastic cover needle kept coming loose and bending with the initial insertion on the left side, so it would not allow for proper placement. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device with 2 guides, 2 needles, and complete mesh with plastic sheath involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, one of the needles was a little bent. Based on the location of the bend in the needle, this could not have happened if the needle was properly locked on the guide. This suggests that the needle had been reintroduced on the guide and was not properly locked. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.